Manufacturer narrative:
H3, h6: siemens completed the investigation of the reported issue. The investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log files. According to the initial provided information, patient's hand was caught between a non-approved accessory and the c-arm. As a result, the patient's finger suffered a slight contusion, which did not require any further medical intervention. The detailed investigation did not reveal any system deficiencies. The user attached an unapproved head holder (not manufactured or approved by siemens for use with the system) to the tabletop. With approved head holders, a collision computer could take the extended collision zone into account. In any case, the movements of the system are performed only under the control of the user. The operator manual contains adequate information concerning on the use of an unapproved equipment/accessory, as well as instructions on system movements and how the operator can avoid a collision. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno system. Patient's hand was caught between an accessory not authorized by siemens and the system c-arm. We have no indications of any adverse effects on the health status of the involved patient. Siemens requested additional information to proceed with the investigation.

Manufacturer narrative:
Siemens application specialist visited the customer facility. The application specialist explained to the user how to release patients in such cases. The customer was informed that the collision avoidance system does not work in case of use of accessories not authorized by siemens and manufactured by third parties. The artis pheno system does not recognize such accessories and cannot determine the dimensions to avoid collision. Section h6: code 4759 - unauthorized accessory.